Event description:
It was reported that the patient had a few seizure clusters before vns generator replacement, but seizures decreased after the replacement. The explanted generator has not been received to date. No further relevant information has been received to date.